Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded by the customer). However, the complaint issue was further investigated and the results confirmed that the customer received the incorrect product as the customer service agent inadvertently entered in the incorrect lens model on the order entry screen for the purchase order. Per directions for use (dfu) tecnis toric 1-piece intraocular lens, the directions for use states "1. Prior to implanting, examine the lens package for iol type, power, proper configuration and expiration date". Retraining activities were performed to the agent involved in this complaint issue. The notification for this issue management was completed on may 15, 2020 and no further escalation is required.  Conclusion: as a result of the investigation, the reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded following the explant. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt model lens was ordered by the customer but a zct model was delivered by mistake. This was not noticed and the wrong lens was implanted. The correct lens was ordered again to replace the incorrect lens. Through follow-up we learned that the explant was performed on the (B)(6) 2020 and the visus as of (B)(6) 2020 was right eye: sphere (sph) -0.75, cylinder (cyl) -0.50, axis (a) 149, and left eye: sph 0.00, cyl -0.25, a 170. The lens was discarded and its unknown which eye required the exchange to be performed. No further interventions or patient issues have been reported. No additional information was provided.